Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), device breakage ('part of the essure was still left in her body') and complication of device removal ('part of the essure was still left in her body') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain "). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. The patient was treated with surgery (essure removed, along with both of fallopian tubes and second surgery on (B)(6) 2016 to entirely remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, device breakage, complication of device removal, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, complication of device removal, device breakage and fatigue to be related to essure. The reporter commented: after the operation, her symptoms disappeared, but a few weeks later they came back. Today, she still suffers from the essure that she had removed four years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and device breakage ('part of the essure was still left in her body') in an adult female patient who had essure (batch no. 810877) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("part of the essure was still left in her body"), 4 years 10 months after insertion of essure. The patient was treated with surgery (essure removed, along with both fallopian tubes and second surgery on (B)(6) 2016 to entirely remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, device breakage, complication of device removal, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, complication of device removal, device breakage and fatigue to be related to essure. The reporter commented: after the operation, her symptoms disappeared, but a few weeks later they came back. Today, she still suffers from the essure that she had removed four years ago. (Note: the essure insertion date was also reported as (B)(6) 2011). Lot number: 810877, expiration date: dec-2013, and date of MFR: dec-2010. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), device breakage ('part of the essure was still left in her body') and complication of device removal ('part of the essure was still left in her body') in a female patient who had essure (batch no. 810877) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. The patient was treated with surgery (essure removed, along with both of fallopian tubes and second surgery on (B)(6) 2016 to entirely remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, device breakage, complication of device removal, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, complication of device removal, device breakage and fatigue to be related to essure. The reporter commented: after the operation, her symptoms disappeared, but a few weeks later they came back. Today, she still suffers from the essure that she had removed four years ago. The essure insertion date also reported on (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2021: the case (B)(4) was identified as a fu of this case and therefore the case (B)(4) was marked for deletion. All information was transferred to this case. New reporters and drug information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), device breakage ('part of the essure was still left in her body') and complication of device removal ('part of the essure was still left in her body') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain "). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. The patient was treated with surgery (essure removed, along with both of fallopian tubes and second surgery on (B)(6) 2016 to entirely remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, device breakage, complication of device removal, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, complication of device removal, device breakage and fatigue to be related to essure. The reporter commented: after the operation, her symptoms disappeared, but a few weeks later they came back. Today, she still suffers from the essure that she had removed four years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter, stop date of essure and events fatigue, joint pain, back pain and part of the essure was still left in her body added. Event the foreign-body material has been removed deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by two surgical procedures). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by two surgical procedures). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.